Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the pulmonary position for 4 years and 9 months, underwent a valve-in-valve procedure due to severe stenosis and moderate-severe pulmonary insufficiency. A 23mm sapien 3 ultra resilia valve was implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve stenosis and central regurgitation were confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''implanted in the pulmonary position for 4 years and 9 months, underwent a valve-in-valve procedure due to severe stenosis and moderate-severe central pulmonary insufficiency. A 23mm sapien 3 ultra resilia valve was implanted.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had stenosis, which could prevent the leaflets from proper coaptation, resulting in regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the pulmonary position for 4 years and 9 months, underwent a valve-in-valve procedure due to severe stenosis and moderate-severe central pulmonary insufficiency. A 23mm sapien 3 ultra resilia valve was implanted. Per the medical records, the patient had a history significant for truncus arteriosus type 1.5 with repair using a pulmonary homograft rv-pa conduit, vsd and asd closures. The patient was symptomatic with shortness of breath. Echo revealed the sapien valve stenosis and severe regurgitation requiring a viv without complications. The patient was stable and discharged.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b1, b5, b7, h6 device code(s), and health effect - clinical code. The investigation is in progress, a supplemental report will be submitted.